Event description:
It was reported that a bolus did not display on the inpen application. Consequently, the patient repeated the dose. Patient was uninjured and no medical care was needed. Blood glucose values could not be provided by the patient. Companion medical received the product for investigation. The returned pen met mechanical design specifications and the user experience could not be duplicated. Cloud data was reviewed and poor bluetooth latency on (B)(6) 2020 was confirmed. The most likely root cause was determined to be poor bluetooth latency. The customer complaint of a bolus not displaying on the app was confirmed via data.